Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to the patient's echocardiogram, pacemaker interrogation exhibited lv loss of capture and far-field sensing. Subsequently, the lv lead was replaced. The patient's condition was good pre- and post-operative.